Manufacturer narrative:
(B)(4). This final MDR will be the only report submitted for MFR report #3008114965-2018-00734. Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). This initial MDR will be the only report submitted for this MFR report. Additional patient and initial reporter information have been requested but are unavailable at this time. The device is expected to be returned for analysis. Additional information will be reported within 30 days of receipt.

Event description:
It was reported by the (B)(6) public prosecutor's office that a medstream pump (either catalog #914200 or 914201/unk serial number) had not been functioning correctly after it was filled and the patient expired on an unknown date. Note: additional event and patient information has been requested, however, a response has not yet been received.